Event description:
According to the reporter, a bedside tracheostomy was performed with an 8.0 cuffed trach tube when a cuff leak was found. Troubleshoot with no success so the tube was removed and the patient was taken to or for a procedure. The tube was inspected and noted the leak at the cuff's pilot line.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.